Manufacturer narrative:
The involved reciproc r25 8/100 25mm 025 is actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review (batches #1007918, 1006097). Sampling is representative, we can consider that the batch is conform. No fault found. Product meets specifications.

Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc broke during use. According to dr. She spoke with the mother of the patient, the treatment was completed but she can not say if the broken piece was removed or not. At the moment no other info available.